Manufacturer narrative:
The device was returned to olympus with no customer reported allegation. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the discovered damages was caused by a component failure. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a residue in the air/water channel. There was no patient involvement.